Event description:
It was reported that on (B)(6) 2024, a pump replacement was performed for a heartmate 3 because thrombosis was suspected. On (B)(6) 2024, continuous hemodialysis filtration (chdf) was started, and the patient was weaned off on (B)(6) 2024. Ventilator management was ongoing. On (B)(6) 2024, the patient developed septic shock from aspiration pneumonia, and the blood culture was positive for methicillin-sensitive staphylococcus aureus (mssa). On (B)(6) 2024, there was opacity in driveline drainage, and mssa was detected in culture. On (B)(6) 2024, reopening chest surgery and cleaning drainage were performed. It was stated that mssa was detected from an excised clothing article. On (B)(6) 2024, vacuum assisted closure (vac) therapy was expected to start.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The mssa was treated intravenously with cubicin (daptomycin), meropenem, tazopipe (piperacillin and tazobactam) and vancomycin, and the patient recovered. The patient was stated to be undergoing rehabilitation to be discharged. After the operation, the patient had undergone tracheostomy which takes time to close the site. Discharging the patient would be considered when their activities of daily living have improved to the level where the patient can live a daily life, and the tracheostomy site can be closed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including infection, sepsis, and renal dysfunction, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management,¿ also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.